Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary surgical site to support the male patient of undocumented age who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage c shock. Underlying medical history was not shared. The 5.5 was supporting when on day 8 of the support the team observed purge system blocked alarms. The team troubleshot by the off-label addition of the thrombolytic tissue plasminogen activator (tpa) to the purge. The pump was not removed/replaced as the patient was to be brought to the operating suite the following day for surgery. The pump was then explanted and the patient survived the explant at the day of surgery for the ventricular-septal defect. While on support the device functioned as expected, p-6 with 3.5l/min flow with d5w with bicarb in the purge solution. The tpa was utilized to mitigate impact of biomaterial within the motor and there was no impact on the patient. The patient survived the event to wean and explant after just under 9 days.